Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed noise oversensing, inappropriate shock due to incorrect interpretation of signal on the implantable cardioverter defibrillator (ICD). No changes or interventions were performed. The patient condition was stable.